Event description:
Laboratory employee received an electrical shock while resetting the instrument system vt terminal. Employee went to the hosp emergency room for observation with a low heart rate. Evaluation of the terminal by the hosp bio med dept later that day did not identify any problem.